Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Product analysis: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The right ventricular (rv) lead had dislodged, had high thresholds, and had no capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.